Manufacturer narrative:
(B)(4) - dyspareunia, (B)(4) - mesh exposure - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure at the beginning of 2010 for stress urinary incontinence. On (B)(6)2010, the pt complained of a stitch still in the vagina and some dyspareunia. Upon physical exam, the pt was found to have a 1 x 1cm vaginal mesh erosion in the left and right anterior vaginal wall and the distal vagina. The pt did have a left buttonhole during the original surgery. The pt had intercourse two weeks post-operatively. On (B)(6)2010, the pt presented for excision and repair. Mesh was excised at bilateral fornices and the mucosa was oversewn.